Event description:
It was reported by the legal guardian (lg) that the pod needle deployed but the pod cannula did not insert into the patient's skin and the pod pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the cannula was found bent. The pod was not worn. No impact to the patient's glucose levels was reported. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.